Event description:
It was reported that the burr was stuck on wire. The target lesion was located in the moderately calcified left anterior descending artery (lad). A 1.50mm rotapro and rotawire floppy were selected for use. During the procedure, it was noted that the rotapro could not be loaded onto the rota floppy guide wire. The procedure was completed with legacy 1.50mm rotalink plus. There were no patient complications were reported post procedure.